Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lap sleeve, two lines of staples didn't go into the tissue and didn't close. The mucosa was visible and the surgeon had to stitch the tissue in order to close it. The procedure was prolonged for about 15 minutes. The used gun was a psee60a which didn't give problems when other cartridges were used.

Manufacturer narrative:
(B)(4). Batch number: n55y41. Investigation summary: the analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Three pictures were provided; first picture shows an image with the proximal part of an anvil, the jaws are open, with a cartridge loaded, on the left side staples protruding can be seen. Second and third picture shows a closer view of the cartridge, on the left side staples protruding can be appreciated. Based on the photos alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.